Manufacturer narrative:
### A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: one (1) battery ((B)(6)) was returned for evaluation. The controller ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that two (2) controller fault alarms were logged on (B)(6) 2021 at 07:34:42 and 10:58:12. Review of the data log file revealed that, leading up to the controller fault alarms, (B)(6) had been connected to power port two (2) since (B)(6) 2021 at 17:28:55. Throughout this period, the battery was the primary power source, and was therefore providing power to the controller, for several hours, yet the battery was reporting a relative state of charge (rsoc) value of 87% throughout. Since the reported rsoc value did not decrease, no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. Leading up to the controller fault alarms, a controller ac adapter and (B)(6) with 53% rsoc, respectively, had been connected to power port one (1) and were the primary power sources. The controller fault alarms were most likely triggered when the power source connected to power port one (1) was disconnected from the controller and (B)(6) , on power port two (2), had approached 0% rsoc. The frozen rsoc value of 87% corresponds with the reported battery showing four (4) bars. No controller power up events or vad stopped alarms were logged within the analyzed period. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the device was received in an inoperable state; the battery was unable to charge or provide power. This finding corresponds with the reported inability of the battery to charge, followed by the battery showing no bars. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic). An attempt to reset the main ic was able to reestablish communication with the ic. As a result, the reported controller fault alarm, battery not providing power, and battery not charging events were confirmed. The reported controller loss of power event could not be confirmed. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the reported controller fault alarms, no power and no charging events has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial#: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one battery was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that two controller fault alarms were logged at on 05/apr/2021 at 07:34:42 and 10:58:12. Review of the data log file revealed that, leading up to the controller fault alarms, bat904880 had been connected to power port two (2) since 03/apr/2021 at 17:28:55. Throughout this period, the battery was the primary power source, and was therefore providing power to the controller, for several hours, yet the battery was reporting a relative state of charge (rsoc) value of 87% throughout. Since the reported rsoc value did not decrease, no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. Leading up to the controller fault alarms, a controller ac adapter and bat853218 with 53% rsoc, respectively, had been connected to power port one and were the primary power sources. The controller fault alarms were most likely triggered when the power source connected to power port one was disconnected from the controller and battery, on power port two (2), had approached 0% rsoc. The frozen rsoc value of 87% corresponds with the reported battery showing four (4) bars. No controller power up events or vad stopped alarms were logged within the analyzed period. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the device was received in an inoperable state; the battery was unable to charge or provide power. This finding corresponds with the reported inability of the battery to charge, followed by the battery showing no bars. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic). An attempt to reset the main ic was able to reestablish communication with the ic. As a result, the reported controller fault alarm, battery not providing power, and battery not charging events were confirmed. The reported controller loss of power event could not be confirmed. Further investigation using a representative sample revealed that the observed inoperability of the battery and the frozen rsoc values can be replicate d by exposing the battery to electrostatic discharge (esd). The most likely root cause of the reported controller fault alarm, battery not providing power, and battery displaying four (4) bars events can be attributed to a battery malfunction due to an esd event, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. The most likely root cause of the reported battery not charging event can be can be attributed to an esd event resulting in a fault of the integrated circuit that controls the battery. CAPA pr00519785 is investigating battery issues related to esd. Additional products: battery d10: yes, return date: 12-apr-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c0302 h6: FDA conclusion code(s): d06 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 09-oct-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm and did not recognize power sources on port two. The battery was showing four bars when connect to the controller but when the other power source was disconnected, power did not transfer to the battery and the power indicator seemed to go away on the battery display. It was further reported that the ventricular assist device (vad) appeared of have stopped but it was not confirmed. The battery was placed on the battery charger and did not charge. Once removed from the battery charger, the battery did not display any bars. The controller remains in use and the battery was exchanged. No patient complications have been reported as a result of this event.